Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the lead was returned with the helix retracted and tissue visible in it. The helix was bent and stretched out of specification. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had placement difficulty. The lead is suspect of perforating the heart with the patient having a pericardial effusion. The lead was found to have increasing thresholds. The patient was medically treated for the effusion. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.